Event description:
It was reported that the zimmer ats 3000 would not release the last 15mmhg of pressure or shut off. It was noted that the device possible losses pressure while inflated. Unusual petechial was observed on the pt's arm after use of the device during carpal tunnel surgery. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.